Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a pacific xtreme device to treat a lesion in a patient exhibiting moderate calcification, 50% stenosis, non-tortuous. The device was inspected and prepped as per IFU with no issues noted. The balloon was successfully used in distal sfa treatment (8 atm). When ascending toward distally and inflate 2nd time in distal sfa, balloon rupture. The lesion was not pre dilated. Physician felt resistance and used excessive for while advancing the device to the lesion. The balloon burst at nominal pressure at first inflation. The balloon burst was confirm after retrieval and was a gradual drop of pressure. Physician completed the procedure using another balloon with shorter length. There was no injury or clinical sequelae reported for this event. The device was inspected and prepped as per IFU with no issues noted. The lesion was moderately calcified with high grade stenosis, vessel is non tortuous. The lesion was not pre dilated. Physician felt resistance and used excessive while advancing the device to the lesion. The balloon burst at nominal pressure at first inflation. The balloon burst was confirm after retrieval and was a gradual drop of pressure. Physician completed the procedure using another balloon with shorter length. Cine images or procedural cd not available for review. There was no injury or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device: traces of dry blood were found on the device. The inspection did not report any abnormality on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test didn¿t pass, since bubbles emerged in the water column. Afterwards, the balloon was inflated in order to detect the leak. A pinhole was found on the balloon at 4 cm from the proximal end of the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.